Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 26cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities of the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. An 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, resistance was encountered while advancing the device. When the physician tried to push the device towards the distal side, the shaft kinked and broke at approximately 250mm from the strain relief outside patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. An 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, resistance was encountered while advancing the device. When the physician tried to push the device towards the distal side, the shaft kinked and broke at approximately 250mm from the strain relief outside patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).